Event description:
The customer reported while analyzing an access accutni+3 correlation with patient samples, three samples did not correlate well involving access accutni+3 assay used in conjunction with the access 2 immunoassay system. The customer noted controls were within range. The patient samples were analyzed for correlation study only, and the values in question were not reported from the laboratory. There was no patient impact associated with this event. The patient samples were stored frozen. A beckman coulter field service engineer (fse) was scheduled to perform system preventative maintenance (pm).

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. A definitive cause of the incident could not be determined with the available information.